Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development and manufacturing investigations were performed for the complaint device prodisc-l component (polyethylene inlay w/tantalum marker/large-10mm-sterile, part number pdl-l-pt10s, lot number unknown the device was received by with the following complaint description: it was reported that a patient felt leg pain approximately two years after a prodisc-l implantation. Imaging appeared to show the migration of both the polyethylene inlay and the inferior endplate and a revision procedure was scheduled to remove the implant and fuse the segment. While attempting to remove the implant one of the patient vessels was torn resulting in a two hour surgical delay for the repair. A second procedure was required to add posterior percutaneous pedicle screws to the segment. The manufacturing investigation concluded that a full verification of dimensions is not possible due to the damage observed on the inlay. The damage prevents the part from being loaded into the inspection fixture. There is no in-house means to verify the material. The disposition is unconfirmed because all features could not be verified due to the "as received" damage of the inlay. During the product development investigation it was also noted that the implant was returned with damage that is consistent with removal of the implant. The snap lock feature was observed to be rounded. The prodisc-l total disc replacement is indicated for spinal arthroplasty in skeletally mature patients with degenerative disc disease (ddd) at one level from l3 to s1. Visual examination did not reveal any design related issues. The prodisc-l design was reviewed and it was determined that an update is not warranted at this time. The complaint condition was confirmed. A definitive root cause for the expulsion of the inlay or migration of the inlay could not be determined. No design related issues were identified. Retrieval analysis was also performed for the complaint device components which include the polyethylene inlay and inferior endplate. This device also includes a superior endplate; however, no complaint was alleged against the superior endplate (part number pdl-l-sp11s). The analysis concluded that there is no evidence of device failure. There is damage present on the superior endplate, polyethylene inlay, and inferior endplate, which is consistent with tool marks and surgical removal technique. Machine marks were observed on the perimeter of the polyethylene inlay and worn machining marks were observed on the backside surface. The snap lock of the polyethylene inlay appeared rounded when compared to a never implanted control. The articulating surface of the polyethylene inlay showed evidence of adhesive abrasive wear with evidence of burnishing and multidirectional micro-scratches consistent with normal wear. Signs of impingement, biofilm, and burnishing are commonly observed on implanted prodisc-l devices. During the investigation no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. No product design or manufacturing issues or discrepancies were observed. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prodisc-l revision surgery was performed on (B)(6) 2016 due to migration of the polyethylene inlay and inferior endplate which may have been causing the patient leg pain. The patient presented with leg pain during a clinical visit on an unknown date. After reviewing x-rays, the surgeon determined it looked as though the polyethylene inlay had "popped out" and that the inferior endplate had migrated posteriorly. The patient was initially implanted on (B)(6) 2013. The surgeon's original plan was to revise by explanting the prodisc-l anteriorly and putting a cage in to fuse it; then flip and do posterior percutaneous pedicle screws bilaterally. During the revision surgery, the prodisc-l was removed anteriorly after two hours of trying and was replaced with a competitor's cage. While attempting to remove the retractors there was a tear observed in one of the patients vessels. The team of surgeons proceeded to correct the tear prolonging the procedure for another two hours. Due to the complications of the surgery another revision surgery is scheduled in order to perform a posterior percutaneous pedicle screws bilaterally. The patient was reported as "fine" following the first revision surgery. The reporter has confirmed that the second procedure was completed successfully on (B)(6) 2016 without any delays or issues. It was stated that it is unknown as to what caused the tear indicated during the procedure to remove the pdl implant. The surgeons were not sure what caused the tear. The retractor blades used during the procedure were a competitor's product. This report is 2 of 2 for (B)(4).